Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted multiple times to obtain adequate thresholds with the leadless implantable pulse generator (ipg), but was unsuccessful. After multiple attempts, the physician indicated that the tether or cup appeared to be catching on the device during deployment, and at the point of release the device would be suddenly pulled in a motion that compromised deployment. The system was removed and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: (B)(4). Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. The articulation curve of the delivery system did not meet specification. The lumen of the delivery system was damaged. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the sheath. Blood was observed on the outer shaft of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5.3 cm from the distal end of the stability member. The inner shaft is bent at 2.3 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. There is resistance in the tether when deploying and recapturing the device due to the lumen being torn. The tear in the lumen could to contribute to the tether or cup feeling like it was catching on the micra during deployment from the sheath at the point of release or recapture. (B)(4). If information is provided in the future, a supplemental report will be issued.